Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where infusion set tubing was leaking at t: lock on (B)(6) 2025 leading to high blood glucose. High blood glucose was addressed using correction bolus via pump. Patient changed supplies as necessary and resumed insulin therapy. No further information available.